Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remained implanted; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum and peritonitis are known complications of peg tube placement. The instructions for use indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
It was reported that since (B)(6) 2017, patient in (B)(6) was in hospital for initial duopa dose adjustment. On (B)(6) 2017, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg -j) tube. It was reported that, the patient developed pneumoperitoneum. On (B)(6) 2017, patient underwent a laparoscopy and a peritonitis was confirmed. The peg - j tubing system was removed and duopa therapy was cancelled. Reportedly, patient was transferred to normal station.